Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). Based on the information received, although an adverse event / death occurred, there is no indication that the liberator beacon-tip locking stylet malfunctioned in any way. Laceration or tearing of vascular structures or the myocardium is a known potential adverse event listed in the IFU. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that the physician was performing ¿upgrade to implantable cardioverter defibrillator (ICD) lead extraction¿ procedure. The physician removed a previously implanted redundant right ventricular lead manufactured by a different company. During the procedure, the physician used a cook medical ¿lead extraction liberator beacon tip locking stylet¿ to lock the lead and also used a glidelight laser sheath manufactured by a different company. A tear in the superior vena cava occurred during the procedure. The physician performed pericardiocentesis and an open chest procedure which were unsuccessful as the patient died. Additional information was requested regarding this event. No additional information has been provided at this time.

Manufacturer narrative:
(B)(4). Investigation summary: the complaint device was not returned for a physical examination. No photos or x-rays were provided. A risk assessment will be completed per quality engineering risk assessment for this failure mode. The instructions for use were reviewed and listed as a potential adverse event is 'laceration or tearing of vascular structures or the myocardium'. This complaint will be logged and tracked in the complaint handling process. A review of the device history record and a physical investigation could not be performed since the device was not returned and the lot number was not provided.